Event description:
Hair was found in the package before it was opened in the operating room. It was found in the opmi drapes sterile package manufactured by carl zeiss (B)(4). There was no patient involvement.